Manufacturer narrative:
It was reported on (B)(6) 2026, the patient experienced skin irritation resulting in burn scars while wearing the electrode - patch - universal 2 channels. The patient then reported concerns related to the mcot sensor 3.0 gold plates, as the patient was unsure whether the reaction was caused by the sensor or the patch adhesive. Philips am&d is currently conducting an investigation into the reported issue.

Event description:
It was reported on (B)(6) 2026, the patient experienced skin irritation resulting in burn scars while wearing the electrode - patch - universal 2 channels. The patient later reported concerns related to the mcot sensor 3.0 gold plates, as the patient was unsure whether the reaction was caused by the sensor or the patch adhesive. The patient stated that the burn was not related to sensor overheating or exposure to unexpected temperatures. The patient reported that both the sensor and patch were exposed to a 115°f heated hot yoga environment. The patient was informed that the sensor should not be worn in environments with extreme heat, including heated yoga rooms. However, a the patient reported that a hospital employee advised that wearing the sensor in the heated yoga room was acceptable. The patient sought medical attention and was awaiting follow-up from their physician at the time of reporting. The patient self-treated the affected area using neosporin. It was noted that the patient did not perform proper skin preparation and used an alcohol wipe prior to application. The patient reported no prior history of skin sensitivity or allergies. The patient was educated on proper device use per the patient education guide (peg) and was offered a lead wire adapter (lwa) and flex kit with electrodes. The patient declined these options and elected for an early disconnection. Multiple follow-up attempts were made to contact the patient; however, these attempts were unsuccessful. No additional information was provided.